Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was unable to communicate with her external devices. The pt stated she had not charged her ipg for at least 8 months. A replacement charging system was sent to the pt. No further information is available at this time.